Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant procedure, a patient is unsatisfied with their vision. They have been diagnosed with a cystoid macular edema and an epiretinal gliosis. He states he feels like he is blinded. Additional information had been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the patient was treated with drops.